Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported tissue injury appears to be related to the reported slda. Tissue injury is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was successfully deployed on the tricuspid valve. To further reduce tr, an xtw clip was inserted and deployed. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tissue damage. To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.